Manufacturer narrative:
The lot was manufactured between february 18, 2020 - february 19, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected, however it is unclear from the photo whether or not residual fluid is inside the bladder of the device. The reported issue could not be refuted. The cause of the condition could not be determined, however the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that the total infusion time was about 72 hours, however the expected therapy time was 48 hours. The device had been filled with 5-fluorouracil plus 0.9% normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.